Manufacturer narrative:
(B)(4).batch # p56v3c. See attached facility medwatch. Device evaluation: the analysis results found that one psee60a device was returned with the anvil bent upwards and with a gst60g reload not loaded on the device. The reload was received fully fired. Furthermore the anvil knife slot was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. - attachment: [(B)(4)]

Manufacturer narrative:
(B)(4). Date sent: 9/25/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a vats procedure the knife blade on the device advanced to cut and staple for approximately 2 cm before stopping with a green, unspecified reload. It was unknown if buttressing material was being used. Upon removing the device from the patient, the surgeon noticed that the anvil on each reload was bent upwards. Procedure was completed with manual scissors and sewing. There were no patient consequences reported.